Manufacturer narrative:
(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The two pieces that lock together on the mini suction tube, broke off and had to be retrieved from the patient.

Manufacturer narrative:
Examination of the returned device confirms the reported breakage. A complaint database search on the provided product code did not identify a trend of the reported event. With the provided information, a definitive root cause is unknown. Based on the low occurrence rate, corrective action is not indicated. Continue to monitor via sep-419.depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4): this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.